Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns leaked chemo. The following information was provided by the initial reporter: this is a report about chemo leakage.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns leaked chemo. The following information was provided by the initial reporter: this is a report about chemo leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/15/2021. H.6. Investigation: atom received a sample for investigation and performed a visual inspection as well as a leakage test on the returned sample. No abnormalities or leakage were observed during testing and as a result the cause of the failure could not be traced back to the manufacturing process of the product. It is likely that the cause of the failure was due to an incomplete or loose connection of the product during use. It is recommended that prior to use the connection be regularly checked to deter this failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Bd was unable to perform a thorough investigation as no lot, or batch number were provided.